Event description:
It was reported that during a follow up in clinic, inadequate capture and high pacing impedance were noted on the right ventricle (rv) lead. A revision procedure was performed and the rv lead was capped and replaced. The patient was in stable condition.